Event description:
It was reported that sheath separation occurred. An opticross imaging catheter was selected for use. However, when it was being removed from the packaging, it was noted that the device was damaged / broken. No patient involvement.